Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the customer comments. Analysis did find that the upper and lower cases, battery release and ring cover were contaminated, one side bail cover was broken, the ring bail was bent, and the battery drawer was broken.

Event description:
It was reported there was async pacing. Further information was received that the device was on a patient, and it did not capture in the voo mode. The device was changed, and there were no patient complications. When the biomedical engineer checked the device, no problems were found.